Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via the customer, that during a surgical procedure, the router was stuck inside the associated footed attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently reported that during service conducted at the manufacturer a broken piece of a router was found inside the attachment.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer, that during a surgical procedure, the router was stuck inside the associated footed attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently reported that during service conducted at the manufacturer a broken piece of a router was found inside the attachment.